Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the tip of the elevator broke during an extraction. The tip fell into the patient's mouth, but the surgeon was able to retrieve it with no issue. There was no injury to the patient. The procedure was delayed about 10 minutes between removing the broke piece and obtaining another instrument.

Manufacturer narrative:
The product was returned for an evaluation. The product identity was confirmed in the evaluation. The visual inspection revealed minor scratches along the length of the instrument and a fractured tip; therefore the complaint is confirmed. The most-likely cause was determined to be excessive force experienced at the tip. The non-conformance database was reviewed in the evaluation and no non-conformances were found. There are no indications of manufacturing defects.